Event description:
A customer observed that the ortho provue analyzer was improperly dispensing red cells, and generating error codes. Variations in red blood cell concentrations may lead to erroneous test results, which could result in the transfusion of incompatible blood. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the correct volume was dispensed, but an excess of red cell was being pipetted. The field engineer found that the reagent vials were not being spun correctly by the analyzer. In addition, the customer was improperly centrifuging the sample test tubes. Repairs have returned the analyzer to expected operation, and the customer has been instructed on proper sample preparation. The root cause of the event was a combination of an instrument malfunction and user error.